Event description:
Resident was found with her legs on the floor (mat) and her head was still positioned with her left cheek on the mattress, facing the head board. Her neck was touching the quarter rail. She was deceased when found. The distance between the mattress and bed rail was approximately 1 1/2 to 1 3/4 inches, which is within the requirements to be acceptable. She had a history of occasionally sliding out of her bed. Bed was positioned in the lowest position possible. A mat was located at the edge of the bed to help cushion the fall when it would occur. Dates of use: (B)(6) 2009 - (B)(6) 2013. Reason for use: electric bed to be used in a skilled care facility.